Event description:
It was reported that the patient experienced new abdominal pain with the device on or off, with ongoing pain around the umbilicus and in the left flank. The pain improved but was not resolved, therefore a device revision was planned/occurred on (B)(6) 2026, and the lead was explanted due to pain. The issue was not resolved, and the issue remained ongoing. The battery remained implanted, and there were plans to implant percutaneous leads at a later date. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-may-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.